Manufacturer narrative:
The insulin pump had no escape or act button response due to corroded keypad traces. No button error alarm was noted. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches n the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a rise rate alert, the customer attempted to clear the alarm, and the buttons were unresponsive. The customer saw that the battery was drained and replaced the battery and received a button error alarm. The blood glucose reading was 209 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.